Manufacturer narrative:
Investigation summary: in response to the event reported by your facility a device history review was conducted for lot number 8235273. Our records show that this is the second instance of leakage occurring in this batch of pegasus. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally microscopic inspection of the sample returned to us by your facility was allowed our engineers to identify a breach in the wall of the extension tubing. Further investigation revealed that the damage was most likely cause by interaction with a metal component in the adapter, evidence for this event was found through an impression in the metal hat implied the application of excess force. This occurs due to misalignment in the manufacturing machinery responsible for flaring the end of the component. To prevent a reoccurrence of this issue we have increase maintenance checks and notified the responsible personnel of this situation. Investigation conclusion: further investigation revealed that the damage was most likely cause by interaction with a metal component in the adapter, evidence for this event was found through an impression in the metal hat implied the application of excess force. This occurs due to misalignment in the manufacturing machinery responsible for flaring the end of the component. To prevent a reoccurrence of this issue we have increase maintenance checks and notified the responsible personnel of this situation. Root cause description: further investigation revealed that the damage was most likely cause by interaction with a metal component in the adapter, evidence for this event was found through an impression in the metal hat implied the application of excess force. This occurs due to misalignment in the manufacturing machinery responsible for flaring the end of the component. To prevent a reoccurrence of this issue we have increase maintenance checks and notified the responsible personnel of this situation. Rationale: additionally microscopic inspection of the sample returned to us by your facility was allowed our engineers to identify a breach in the wall of the extension tubing.

Event description:
It was reported that an unspecified number of the bd pegasus¿ safety closed IV catheter system experienced leakage during use.

Event description:
It was reported that an unspecified number of the bd pegasus¿ safety closed IV catheter system experienced leakage during use.

Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 8235273. Our records show that this is the second instance of leakage occurring in this batch of pegasus. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally microscopic inspection of the sample returned allowed our engineers to identify a breach in the wall of the extension tubing. Further investigation revealed that the damage was most likely caused by interaction with a metal component in the adapter, evidence for this event was found through an impression in the metal hat implied the application of excess force. This occurs due to misalignment in the manufacturing machinery responsible for flaring the end of the component. To prevent a reoccurrence of this issue we have increase maintenance checks and notified the responsible personnel of this situation.